Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 164 mg/dl. Customer did not practice proper air removal technique. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.